Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate tachy shock therapy for supraventricular tachycardia and atrial tachycardia. A local area sales representative discussed the reasons for therapy delivery and programming options with technical services. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.